Manufacturer narrative:
Product event summary: the controller and driveline were not returned for evaluation. Log file analysis revealed five (5) controller power ups within (B)(6) 2019 at 15:51:52 and (B)(6) 2019 at 15:30:53. Two (2) of the controller power ups were recorded with motor starts and three (3) of the controller power ups were recorded without motor starts indicating that driveline was not connected to the controller. There is no data point recorded before the first loss of power indicating that a controller exchange was performed in this instance. Additionally, eight (8) ventricular assist device (vad) disconnect alarms were recorded since (B)(6) 2019. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad disconnect alarms can be attributed to the disconnection of the driveline from the controller as reported in the event details. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial#: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a1, a2, a3, a4. Additional products: d1: heartware ventricular assist system ¿ driveline d4: model #: 1103 / catalog #: 1103 / expiration date: 30-jun-2019 / serial #: (B)(6). UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-jun-2017 h5: yes h6: patient code(s): c76143 h6: device code(s): c63223 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is known to intentionally unplug their driveline from the controller to put into a bag. The driveline remains in use.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unexpected loss of power on the controller. The controller remains in use. No patient complications have been reported as a result of this event.